Event description:
It was reported that the device was explanted in 2008 after an implant duration of zero days, due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device no returned.